Event description:
The ge oec 2800 uroview fluoroscopy sys shut down during a procedure for an unk reason.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a blown f1 fuse that was replaced on the power control pcb. The sys was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.